Manufacturer narrative:
On august 22, 2024, the mentor failure analysis lab received the device for evaluation. On august 27, 2024, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod high xtra, 470cc breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction revision with two mentor memorygel xtra breast implants. Post-operatively, the patient suffered left breast implant malposition, right breast capsular contracture (baker grade iii), right breast dog ear, and palpable nodule on the lateral aspect of the right breast. As a result, the patient underwent left breast lateral capsulorrhaphy, right breast capsulotomy, partial capsulectomy, excision of right breast dog ear, and bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 595cc mentor memorygel xtra breast implant catalog: shpx595 lot: 9981369 sn: 9981369-043 and (left) 595cc mentor memorygel xtra breast implant catalog: shpx595 lot: 9939512 sn: (B)(6). This medwatch form is for the right breast prosthesis.